Event description:
It was reported that the patient presented to the surgeon's clinic with complaints of pain in left hip and left groin for the past three months. Patient was recommended to get esr and crp to evaluate any infection. On her next clinic visit, (B)(6) 2010, it was noted that xrays revealed loosening of her femoral implant. Patient returned to the clinic on (B)(6) 2010 to confirm she would like to proceed with a revision arthroplasty surgery. Revision surgery occurred on (B)(6) 2010. The patient's frozen section came back (B)(6), consistent with acute infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 502-01-50d, lot # 21028501, description: trident hemispherical cluster 50mm. Cat # 623-00-32d, lot # 30jmed, description: trident 0 deg x3 insert 32mm head. Cat # 6260-9-032, lot # 21821206, description: 32mm-4 lfit v40 head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. The implants are not available for evaluation as they were discarded by the hospital. A supplemental report will be submitted upon completion of the investigation.